Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 343 (mg/dl). Customer changed pump supplies and administered a correction bolus with the pump to treat bg levels; however, bg levels only decreased to 253 (mg/dl). Although requested by tandem technical support, customer declined to perform troubleshooting with the pump. Reportedly, customer stated that they do not rotate their infusion site outside of the abdomen area of their body. Recommendation was made to contact health care provider to discuss site rotation and diabetes management. Customer indicated that they will continue to monitor their bg levels and perform a site change and administer a correction bolus if their bg levels continue to remain elevated.